Event description:
During a transurethral resection for tumor removal in the bladder, the hosp director of cystoscopy/operating room, noticed that fluid was being pumped into the pt's bladder instead of out. The problem was noticed in time, the tubing was replaced with new tubing and the procedure was completed without any pt injury.